Event description:
Caller reported the menu button on the pump is not working. Caller stated it does not respond at all, no beep and nothing changes on the display. Caller stated the issue was noticed 5 minutes ago when he changed the battery and attempted to verify it. Caller reported that at first the pump did respond to the first couple of menu button presses, but then it did not respond again after that. No adverse event reported. Requested return of the alleged pump, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.